Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in august 2022. Although it was determined that the defects were likely caused by stress of repeated use, external factors or handling, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the bending section cover of the endoeye flex 3d deflectable videoscope was torn. The image was not impacted. The intended laparoscopic procedure was completed with the scope. A pre-inspection use was completed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the bending section cover on the insertion section was missing. The report is being submitted due to missing cover found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and water tightness was lost due to a cut on the bending section cover. Also, evaluation found water tightness was lost due to a dent on the distal end, the bending section cover adhesive was chipped, the image had white dots due to damage on the charged coupled device (ccd) unit, the indication on the light guide connector was not correct, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.